Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a sensor started and bolus cancelled notification became frozen on the pump screen and the customer was unable to clear it. Reportedly, the customer triggered the quick bolus feature on the pump to resolve the issue and clear the notifications. The customer's blood glucose level was 190 mg/dl.